Event description:
Event description cpi received information that during a routine replacement procedure of an implantable cardioverter defibrillator (ICD), this bipolar endocardial lead was cut. The physician elected to remove the lead and replace it with a new lead of the same model. Implanted-06/30/92. Removed from service-08/09/96. Implant months-49.